Event description:
Reportable based on device analysis completed on 24-aug-2018. It was reported that the device failed to cross the lesion. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified middle right coronary artery (rca). A 10/3.50 flextome monorail cutting balloon was selected for use. During procedure, it was noted that the device failed to cross the lesion. The procedure was completed with a different device. No patient complications reported. However, device analysis noted a pinhole in the shaft. Device evaluated by MFR.: the device was returned for evaluation. No issues were noted on the tip of the device upon microscopic and visual examination. A visual examination of the balloon observed that the balloon was not folded which indicates that the balloon was inflated. It is not known when the device was subjected to positive pressure. Blood was identified within the balloon and in the inflation lumen which is an evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to a leak in the shaft of the device. A visual and microscopic examination could find no issue with the balloon or blades that could have potentially contributed to the complaint. All blades were present and fully bonded to the surface of the balloon. A visual and microscopic examination of the markerband found no issue with the profile of the device's markerbands. A visual and tactile examination of the device identified a severe kink on the shaft polymer extrusion located at the guidewire port. Traces of blood were identified within the shaft and balloon which is evidence of a device leak. Positive pressure was applied and liquid was observed to be leaking from a pinhole located at the site of the severe kink. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination noted multiple kinks on the hypotube. No other issues were identified during device analysis.